Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the off/osc/on switch mode function check - it did not run at all (failed the safety assessment step because the device did not run and when the trigger was pressed there was no function and no motion). It was further determined that the unit failed the triggers and function check. During repair, it was observed that the motor was frozen. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device failed the off/osc/on switch mode function test and the upper trigger binding. It was further determined that the device would not oscillate when power was applied from the battery power supply. It was further determined that the device was not running at all. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.